Event description:
It was reported the pt has not charged or used the scs sys for over four months. As a result, the ipg was depleted. The ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative. The explanted device was not returned to sjm.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.